Event description:
Information received by medtronic indicated that the insulin pump had critical pump error. Insulin pump was dropped in water. Customer reported they received the open book image on the insulin pump screen. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.the insulin pump involved in this event is the ngp *640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Manufacturer narrative:
Retainer ring = black. On july 07, 2022, customer returned device for an alleged moisture damage and critical device error (open book image) alarm. No critical device error (open book image) alarm noted during boot up. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test but failed self-test due to device error 75 caused by moisture damage on the electronic assembly. Unable to perform the sleep current test due to device error 68, device error 49, and device error 23 caused by moisture damage on the electronic assembly. Successfully downloaded history files and traces using thus. Device was cut open to perform visual inspection and found moisture damage on the electrical board, electrical board , force sensor, and motor. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Device error 75, device error 68, device error 49, device error 23, and device error 53 alarmed during testing starting on (B)(6), 2022 05:42:17.000. Force sensor was not tested outside of device due to moisture damage on the force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and stained serial number label damage. Critical device error (open book image) alarm was not observed during testing. Critical device error (open book image) alarm not confirmed. Device error 75, device error 68, device error 49, and device error 23 was confirmed due to moisture damage on the electronic assembly. Device error 53 was confirmed due to hardware anomaly, problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.